Event description:
It was reported that the gastrointestinal videoscope instrument channel tube was clogged with foreign material. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported event of the instrument channel tube being clogged with foreign material (a rubber ring was found inside the instrument channel tube). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than a year since the subject device was manufactured. Based on the results of the investigation and the information provided, the foreign material was probably a rubber ring. There was no damage to the area where the foreign material was detected, and reprocessing was confirmed to be practiced in accordance with IFU. Therefore, the cause of the material remaining in the device could not be determined. The event can be detected and prevented by following the instructions for use which state: instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf/sif type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.